Event description:
The patient reported that they developed an allergic reaction to the foam on the brace.

Manufacturer narrative:
Deroyal: pictures of the product were sent to deroyal, but the actual device was not returned for evaluation. Labeling and material specifications were reviewed; this product is latex free. The root cause could not be determined.